Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. The stm noted that the biomedical engineer (biomed) previously replaced the scroll compressor as well as the drive and vacuum regulators. The stm proceeded to powering the iabp on and initiated auto fill with known trainer and known balloon. The iabp successfully completed power up tests and auto fill without any alarms or errors. The stm allowed iabp to pump on trainer for approximately 15 minutes with no issues. However, the stm was able to verify the error logs and they revealed multiple auto fill errors potentially related to low vacuum with compressor and several catheter restriction errors. The stm then completed all calibrations within service manual. Inspected configuration data and noticed several boards were not communicating. To address this issue the stm replaced the faulty executive processor board and allowed device to run on known trainer and known balloon for 15 minutes. After approximately 15 minutes unit alarmed with low vacuum error message and the pressure waveform decreased. Error logs then revealed several auto fill errors related to a potentially faulty compressor. The stm continued troubleshooting the iabp and noticed the pressure and vacuum hoses were not fully seated in the compressor under the thumb screw and hose clamp. The stm reseated the hoses, secured them under thumb screw and clamp, and reseated all cables associated with the compressor. The stm then completed calibrations again and system checkout in accordance with service manual. The stm additionally allowed unit to pump with known trainer and known balloon for 30 minutes. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) would begin to ¿pump¿ and the pressure waveform would gradually ¿drop off¿. The iabp was swapped to continue therapy. No patient harm or adverse event was reported.